Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review did not identify any non-conformances or deviations associated with lot number 53016ud00 and the complaint issue. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit with complaint lot number 53016ud00. All specifications (calculated for the panels using the ln 4z21 product after release) were met indicating that lot 53016ud00 is performing acceptably. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I for lot number 53016ud00 was identified.section g1 has been updated to current contact information.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided (customer provided normal range: 0 to 53 ng/l): sid (B)(6)initial result = 100 ng/l, repeats = 3 ng/l and 4 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided (customer provided normal range: 0 to 53 ng/l): sid (B)(6). Initial result = 100 ng/l, repeats = 3 ng/l and 4 ng/l no impact to patient management was reported.